Event description:
It was reported that the rv pacing impedance was increasing since the last check 1 year ago. The patient was not pacer dependent and based on other device parameters no changes were made. It was also reported that patient was seen in the emergency room after receiving multiple shocks for noise. The right ventricular lead has had increasing impedance. There have also been episodes of oversensing. The detections have been turned off and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv pacing impedance was increasing since the last check 1 year ago. The patient was not pacer dependent and based on other device parameters no changes were made, the device remains implanted and in use and a follow-up was suggested in 3 months.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.